Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented to the hospital for non-cardiac reasons, the patient received an inappropriate shock. Post-sensed t-wave oversensing was suspected. Upon interrogation, normal device function was observed. Programming changes were made. The patient was doing well.